Event description:
While setting up infant on high frequency oscillatory ventilator (hfov) therapist noted that patient was desating while on 100% o2. After troubleshooting and adjustments the therapist traced the o2 hose and determined the o2 blender hose was mis-connected on the hfov. The blender did not give notice of the mis-connection by alarming. Blender replaced and o2 sat readings rose on infant. Infant able to maintain o2 sat of 88 with fio2 set at 23%-28%. Blender removed and sent to biomedical for inspection. Bme inspection of the blender note that the alarm "whistle" cap was defective not allowing blender to alarm when just one gas was connected. Bme replaced alarm cap and blender was able to alarm on air or o2 hose disconnect. Biomedical to schedule blender for overhaul.